Manufacturer narrative:
Additional info: only the center nut flange was returned for analysis. The flange of the center nut ((B)(4)) that has been sheared off from what appears to be over tightening of the nut. Fracture surface examination identified linear shear marks, consistent with over tightening the center nut. Conclusion: the damage appears to be the result of over torque on the center nut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a tlif spinal surgical procedure at l5-s1 to treat stenosis. It was reported that the crosslink washer broke off during implantation of the crosslink. The washer was removed however the crosslink was left in the patient. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.